Manufacturer narrative:
The device log file and the replaced parts were requested but were not provided so that a detailed investigation was not possible. A service technician was on site and replaced the ventilator motor and the vacuum pump assembly. Afterwards, the device was tested and confirmed to be operating per manufacturer's specification. In case of a ventilator failure the fabius shuts down automatic ventilation and generates an audible alarm and a visible alarm message "ventilator fail". In this case automatic ventilation is not possible anymore and the user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The device has reacted as specified by posting a ventilator failure alarm to inform the user about the situation. The procedure reportedly was completed by manually ventilating the patient. No injury reported. The number of similar cases, related to a ventilator motor/ vacuum pump failure, is within the expected range of the respective risk assessment and thus accepted. H3 other text : on-going

Event description:
It was reported that the unit failed with a "ventilator failure" at the end of a case. The patient was ventilated manually. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the unit failed with a "ventilator failure" at the end of a case. The patient was ventilated manually. No injury reported.